Event description:
It was reported that the "wall" of an aurous centimeter sizing catheter "cracked" below the hub of the catheter during an ivc filter placement procedure. The catheter made patient contact. The hub was not wiped with any cleaning solution. The catheter was connected to an unspecified tubing or syringe. An unspecified power injector was used at 900 psi. The catheter was noted to be leaking during the procedure. The procedure was completed without issue. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D4 catalog #: n5.0-35-100-p-10s-pig-csc-20-01. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.